Event description:
The patient underwent prophylactic generator replacement. It was also noted that the patient was experiencing an increase in seizures, which the physician believed may be due to the generator battery getting low. Attempts for additional information have been made; however, no additional relevant information has been received to date. The suspect device has not been received to date.